Event description:
The facility reported "the line opens when the clamp is fully tight" with the transfer set. Per the affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.